Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is in the hospital. Customer was put on IV insulin and is disconnected from the pump. Customer stated that the hospitalization was diabetes related. Customer stated that she will call back.